Event description:
It was reported that for the last two months, the patient had had a severe problem with the sacral joint and the patient couldn¿t walk, drive, or get to the pool. It was noted that the problem started out gradually and had gotten worse. It was reported that the patient finally got a steroid block and the implant was on the opposite side of the problem. It was noted that the patient wanted to know if the leads or implant were near the sacral joint. It was later reported that the patient received phone assistance and was asking about her sacral joint deterioration and whether it was related to her leads or electrodes. It was noted that the patient had called her healthcare provider on 2014 (B)(6) and was waiting for a call back. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# va06p6u, implanted: 2013 (B)(6); product type lead. (B)(4).